Event description:
In a published case report, the use of a diamondback 360 coronary orbital atherectomy device (oad) led to compromised flow due to an ostial dissection extending back to the aortic root, caused by an atherectomy treatment after partial crossing of the lesion. A drug-eluting stent (des) was placed at the ostium to seal the dissection and successfully restore flow. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient vascular dissection and related medical intervention appears to be related to operational context in this case it is possible that the reported patient vascular dissection and related medical intervention are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date is based on publication date. Literature attachment: overcoming uncrossable calcified rca using orbital atherectomy after failure of rotational atherectomy.

Event description:
In a published case report, the use of a diamondback 360 coronary orbital atherectomy device (oad) led to compromised flow due to an ostial dissection extending back to the aortic root, caused by an atherectomy treatment after partial crossing of the lesion. A drug-eluting stent (des) was placed at the ostium to seal the dissection and successfully restore flow. The patient was in stable condition.